Event description:
Customer reported that the insulin pump's keypad was not working correctly. Customer reported that the act button was nonresponsive. Blood glucose level at the time of the call was not provided. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).